Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the blade is not rotating continuously and the handpiece heats up. There was no report of patient impact.

Manufacturer narrative:
Device was returned for analysis. Evaluation could not confirm the heat. Pre-repair temperature testing was performed. The following are the pre-repair temperatures at 1 minute: reference point 1 ¿ 80.8 degrees f, reference point 2 - 82.1 degrees f and reference point 3 - 81.3 degrees f. Evaluation indicated that hi-pot test failed and motor is not rotating. Display shows speed rpm in oscillation mode and ¿0¿ rpm in forward mode when foot switch depressed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.